Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter. The balloon was folded loosely with contrast in the device. Microscopic and tactile inspection revealed numerous kinks in the shafts. Microscopic inspection revealed damage to the distal tip. Microscopic inspection of the balloon presented no irregularities in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties occurred. Vascular access was obtained via the right femoral artery through contralateral approach with a non-bsc guide wire. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). After an innova stent was deployed, a 4.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for post-dilatation. However, the device was caught by the edge of the innova stent and the exit port of the shaft kinked. The device became stuck inside the innova stent. To resolve the issue, the physician performed dilatation at the location where the device became stuck and the device was able to be retrieved completely. Dilatation was again performed with a mustang balloon and the procedure was completed. No patient complications were reported and the patient's status was good

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that removal difficulties occurred. Vascular access was obtained via the right femoral artery through contralateral approach with a non-bsc guide wire. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). After an innova stent was deployed, a 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for post-dilatation. However, the device was caught by the edge of the innova stent and the exit port of the shaft kinked. The device became stuck inside the innova stent. To resolve the issue, the physician performed dilatation at the location where the device became stuck and the device was able to be retrieved completely. Dilatation was again performed with a mustang balloon and the procedure was completed. No patient complications were reported and the patient's status was good.